Event description:
It was reported the patient's pump was not helping. The patient experienced diffuse musculoskeletal pain. It was also painful to the patient when they sat down due to discomfort at the pocket site. A pump-o-gram was done. It was not possible to evaluate the catheter as it was directly behind the pump. An attempt was made with contrast without success. The patient underwent surgical intervention for a kink in the subcutaneous section of the catheter. The 2-0 silk suture around the retaining and strain relief portion of the connecting device to the pump was constricting the catheter. The catheter was also freed where it went through any scar tissue in the pocket site. Due to the pain when sitting, the pump pocket was also revised (pump placed higher in the abdomen). The drug used in the pump was ziconitide 25 mcg/ml at a dose of 2.4 mcg/day. The patient recovered without sequela.